Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735821, product type: 2543-mnav - system, h3: a manufacturer representative went to the site to test the equipment. In summary, the camera would not turn on. The camera was replaced. Codes fdm b01, fdr c08, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a "localizer faulted" error message. No patient was present. Troubleshooting information was provided. The medtronic representative (rep) looped in the initial reporter on a 3-way phone call. Technical services (ts) walked the initial reporter through accessing the network device interface (ndi) toolbox; both "bump" and "internal temperature" were highlighted yellow. The probable cause was reported to be an erroneous bump status detection.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot number: p903392 h3, h6: the camera was returned for evaluation. Analysis found an electrical failure. The returned power supply unit (psu) contained scratches on the housing <(>&<)> lenses. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .729mm with a passing threshold of .250mm. Code c02 and previously reported codes b01, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.